Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the device was damaged. The stent was detached at proximal section and one loop was ripped/torn. The suture string was returned cut and loaded in the loop in good condition and the positioner returned and was found in good condition. A photo was attached in the record and it observed the stent shaft middle section detached and one loop ripped/torn, positioner and the suture string inside of the pouch; it is important to mention that the stabilizer was not observed loaded in the device. The reported event was confirmed. According to product analysis, the suture string returned untied and the device was received out of original package, it is evidence of the stent was manipulated. The problems found are issues that could have been generated by the user or due to the interacting of the device with the suture string during preparation. One loop of the stent was ripped/torn and the failure found is consistent when the suture is being pulled with an excess of force and the defect was noted in the bladder side of the device specifically in one loop where the suture goes placed. Thereofre, adverse event related to procedure, is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a stent replacement procedure in the urinary tract, performed on (B)(6) 2021. During unpacking, the stent loop was found to be torn. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent shaft detached/separated.